Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose is dry and bleeding; sore and dry throat; not sleeping properly; difficulty breathing/short of breath, cotton mouth,plucking of the nose from mask, nose bleeds related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. After the third attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section h6 (clinical code) corrected in this report.

Manufacturer narrative:
Additional information was received on 14 september 2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose is dry and bleeding; sore and dry throat; not sleeping properly; difficulty breathing/short of breath, cotton mouth,plucking of the nose from mask, nose bleeds related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received about the alleged that having side effects from using the CPAP itching burning eyes and kidney problems. In this report, section h6 has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nose is dry and bleeding; sore and dry throat; not sleeping properly; difficulty breathing/short of breath.. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.